Manufacturer narrative:
The initial MDR was submitted in error as the customer incorrectly reported the event on the carestation 620 anesthesia gas machine . The correct product involved a ge healthcare carescape b450 monitor that had an issue with the touchscreen. The issue did not cause or contribute to a death or serious injury and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur. Therefore, the event was not a reportable malfunction. H3 other text : the initial MDR was submitted in error as the customer incorrectly reported the event on the carestation 620 anesthesia gas machine . The correct product involved a ge healthcare carescape b450 monitor that had an issue with the touchscreen. The issue did not cause or contribute to a death or serious injury and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur. Therefore, the event was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.